Event description:
It was reported that a patient with equilibrium problems fell down and banged their front. After some minutes the patient felt a worsening of symptoms and went to the hospital. The physician found the device switched off, but the patient had not switched off the stimulator. The patient was reprogrammed and the device remains implanted. The outcome was the patient had an injury and return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was interrogated and found to be switched off. Impedances were "ok" and the device began working properly after switching it back on. The patient's equilibrium problems worsened the day the device was found off. The patient was "ok" after the device was switched back on and was scheduled for a follow up visit to the hospital.

Event description:
Follow up reported the device was continuously found off. In the last follow up the health care provider switched the device back on. It was noted the patient had the patient programmer but stated they had not used it to turn the device off. Battery and impedances were noted as "okay."